Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for maycobacteria chimaera. There is no known patient involvement. The customer stated that the device is used outside of the operating room. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for maycobacteria chimaera. There is no known patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for maycobacteria chimaera. There is no known patient involvement. Through follow-up communication with the customer, sorin group (B)(4) learned that the complained unit is still in use outside the or. The customer states that they are currently following the cleaning and disinfection instructions outlined in the current instructions for use (IFU). The customer also stated that the overflow bottle is replaced during every water change and disinfection cycle. The unit was installed in may 2015 and the facility had 21 consecutive samples test negative for contamination. The facility received the positive result in may 2016 and increased the frequency that disinfection cycles are performed in response. Additionally, the customer is now taking weekly water samples. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. Visual inspection of the outer and inner parts of the heater-cooler system 3t revealed residuals, but no obvious biofilm. Livanova (B)(4) received the test results showing that the unit first tested positive for mycobacterium chimaera on (B)(6) 2016. Another sample taken two weeks later, on (B)(6) 2016, came back negative, indicating that the disinfection procedure performed was effective. However, subsequent sampling again showed positive results. The customer stated that these water samples were taken before a disinfection cycle was performed. The customer increased the disinfection frequency and performs a disinfection cycle, including water change, once per week. The heater-cooler device is still being observed; water samples are taken during each weekly water change and the overflow bottle is changed during the water change. Based on the results of the investigation, livanova (B)(4) has concluded that the users have not always strictly followed the cleaning and disinfection instructions according to the instructions for use (IFU). If the device and water are not properly disinfected and maintained, bacterial growth and biofilm formation can occur over time. Livanova (B)(4) again requested test results from after implementation of the more rigorous disinfection procedure, which showed no contamination after (B)(6) 2016 until (B)(6) 2016, when the unit tested positive for mycobacterium gordonae and mycobacterium chimaera. The customer stated that the units are in regular use and that the samples are taken after the cleaning procedure is completed. Livanova (B)(4) has initiated a CAPA to investigate this type of issue.